Event description:
It was reported that there were no measured data or diagnostics showing. Rebooting, using another programmer, downloading, updating and clearing data were all unsuccessfully attempted. The device was not at elective replacement indicator (eri), but the patient was there for a battery changeout, due to the diagnostic anomaly. So the device was replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. The device exhibited elective replacement indicator (eri) with a voltage of 2.30 v. After downloading the product code and replacing the battery, normal function ensued, however measured battery data was lost when the battery voltage was reduced to 2.28 v. This was due to a discrepant integrated circuit.